Manufacturer narrative:
Patient age: over 18 years old. (B)(4).

Event description:
It was reported that the catheter was stuck on the wire. The lesion being treated was located in the right coronary artery. While using a crossboss catheter the device became stuck on a guide wire. The devices were removed as a unit and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is well.

Manufacturer narrative:
Device evaluated by MFR: there was contrast on the inflation lumen and blood in the lumen. There was a 1cm bulge in the shaft 1mm from the distal end of the proximal hytrel shaft. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the catheter was measured at both ends with a calibrated pin gauge set and is within the crossboss specifications. The guidewire used in the procedure was not received with this device. A .014¿ stingray guidewire was used for functional testing by loading the guidewire into the tip and advancing through the lumen with no resistance. There was no evidence of any material or manufacturing deficiencies contributing to the shaft damage or the reported event. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the catheter was stuck on the wire. The lesion being treated was located in the right coronary artery. While using a crossboss catheter the device became stuck on a guide wire. The devices were removed as a unit and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is well.